Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID 8781, serial/lot#: (B)(4), ubd: 2013-05-19, (B)(4). Pump interrogation revealed that the pump was at minimum rate. The hydromorphone dose was 0.126 mg/day, the bupivacaine dose was 0.189 mg/day and the clonidine dose was 2.52 mcg/day. Only the pump was returned for analysis. Analysis revealed the pump tested within specification for dispense accuracy. No leaks or breaches were identified during pressure testing. Analysis did reveal pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train resulted in the motor stall. Method and results codes pertain to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) via a representative regarding a patient in canada who received hydromorphone 20.0 mg/ml at a dose of 4.99g mg/day, bupivacaine 30.0 mg/ml at a dose of 7.493 mg/day and clonidine 400.0 mcg/ml at a dose of 99.91 mcg/day in a flex mode via an implantable pump. The indication for use was not provided. It was reported that an early pump replacement occurred due to suspicion that the pump malfunctioned with discordant pump volumes. The catheter was replaced due to a suspected catheter malfunction as they were unable to obtain cerebrospinal fluid (csf). The pump logs provided from (B)(6) 2017 noted the estimated replacement indicator (eri) was 11 months. Episodic pain complaints were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of product ID 8781 lot# 0205321065 serial# implanted: 2011 (B)(6) explanted: 2017 (B)(6) product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device codes: (B)(4) applies to both pump and catheter. Device code (B)(4) no longer applies to the catheter. 63299 now applies to the catheter. Only the pump was returned for analysis. Conclusion code 92 no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the implant date of the pump and the involved catheter (lot 0205321065) were both implanted on 2011 (B)(6) and were explanted on 2017 (B)(6). Although it was reported the first volume discrepancy occurred on 2017 (B)(6), the provided information suggested the first date was 2016 (B)(6). On 2016 (B)(6) the expected reservoir volume (erv) was 3.5 ml and the actual reservoir volume (arv) was 1.5 ml the reported error percentage being 5.5%. On 2017 (B)(6) the erv was 4.6 ml and the arv was 15.5 ml an error percentage reported as 30.8%. On 2017 (B)(6) the erv was 34.7 ml and the arv was 35 an error percentage reported as 0%. On 2017 (B)(6) the erv was 6.8 ml and the arv was 8.5 ml an error percentage reported as 5.1%. As clarified, the inability to access csf occurred while accessing the catheter access port. As reported, probably for the past year, the patient was experiencing an on/off pain phenomenon. In regards to a suspected cause or contributing factors that might have resulted in the volumes reported, the csf issue and pain, the health care professional reported that it was a difficult patient with hemiplegia with suspected pump and catheter dysfunction that lead to an early pump replacement.